Manufacturer narrative:
This is the first of 3 reports. Previous reports have been filed for the same patient: MFR report #s: 3008881809-2018-00044; 3008881809-2018-00045; 3008881809-2017-00441; 3008881809-2017-00440. Subject device remains implanted.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the left superior cerebellar artery. Post procedure the patient was neurologically assessed having a nihss of 0 and a mrs of 1. Six month post-procedure, the patient experienced diplopia that was resolved the next day without residual effect. No treatment was required. According to the physician, the diplopia was possibly related to the procedure and the stent (subject device). However it is unknown if the diplopia was related to the 2 implanted coils. The patient was neurologically assessed at 2 and 6 month post procedure having a nihss of 0 and a mrs of 1.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, adverse events associated with the use of stent or with the endovascular procedures include, but are not limited to neurological/intracranial sequelae noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported patient complications.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the left superior cerebellar artery. Post procedure the patient was neurologically assessed having a nihss of 0 and a mrs of 1. Six month post-procedure, the patient experienced diplopia that was resolved the next day without residual effect. No treatment was required. According to the physician, the diplopia was possibly related to the procedure and the stent (subject device). However it is unknown if the diplopia was related to the 2 implanted coils. The patient was neurologically assessed at 2 and 6 month post procedure having a nihss of 0 and a mrs of 1.